Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a pre-existing short membranous septum and high risk of conduction damage, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. During the attempted implant, the transcatheter valve was slowly and firmly expanded; however the valve movement was "poor". Following the first deployment attempt, the valve entered the left ventricle (lv) at an implant depth of 6 mm on the non-coronary cusp (ncc); therefore, the valve was recaptured. During the second deployment attempt, the implant depth was 3 mm on the ncc and left coronary cusp (lcc); however, an unspecified atrio-ventricular (av) block was observed on the electrocardiogram (ECG) waveform. Following the implant of the valve, the waveform did not change and the patient left the operating room with pacing.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a pre-existing short membranous septum and high risk of conduction damage, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic (camel) balloon. During the attempted implant, the transcatheter valve was slowly and firmly expanded; however the valve movement was "poor". Following the first deployment attempt, the valve entered the left ventricle (lv) at an implant depth of 6 mm on the non-coronary cusp (ncc); therefore, the valve was recaptured. During the second deployment attempt, the implant depth was 3 mm on the ncc and left coronary cusp (lcc); however, an unspecified atrio-ventricular (av) block was observed on the electrocardiogram (ECG) waveform. Following the implant of the valve, the waveform did not change and the patient left the operating room with pacing. Additional information was received indicating that the conduction disturbance was a complete heart block. Additionally, when the pr e-implant bav was performed, fluoroscopy revealed that the native valve leaflet had difficulty lifting upwards as the balloon was inflated. This was descripted as poor valve movement. In clarification, the poor valve movement did not describe the transcatheter valve leaflets.